Event description:
Reporter alleged discrepant blood results of 30 mg/dl back to back with a result of 69 mg/dl when testing was performed 3 minutes apart on the advantage sys. Reporter stated, he was not experiencing any hypoglycemic symptoms during the time of the testing, however, stated he is unable to determine when he has those symptoms due to being diagnosed as hypoglycemic unaware. No actions or treatment reported. A request was made for the return of the suspect device and replacement prod was sent.